Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 26cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There were multiple kinks throughout the hypotube and shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 24mm liberté¿ bare metal stent was selected to treat the unspecified target lesion. However, the physician noticed that the catheter part of the stent was broken due to the tension of lesion during the operation. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 24mm liberté bare metal stent was selected to treat the unspecified target lesion. However, the physician noticed that the catheter part of the stent was broken due to the tension of lesion during the operation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).